Event description:
(2/2 reference (B)(4) for related complaints) (documenting cassette #2) per medwatch mw5109340: patient reports using 2 cassettes on (B)(6) 2022 when pump alarm went off. Patient does not know why the pump alarmed on these particular cassettes. Patient wasted the cassettes and was eventually able to resume infusion with a third cassette. Cassette lot numbers unknown. No other information, details or dates provided. Did the reported product fault occur while in use with then patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No. Is the actual cassette available for investigation? No. Did we [MFR] replace the cassette? Yes. Did the patient have add'l cassettes they were able to switch to? Yes. If yes, was the patient able to successfully continue their infusion? Yes; is the infusion life-sustaining? Yes. What is the outcome of the event? Resolved.

Manufacturer narrative:
Additional information received by smiths medical/ICU on 24-may-2022 via email and attached to complaint object: patient details updated in complaint.